Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was noted to have a long, raised crack across the screen. Reportedly, the contact is unsure how it became damaged. The customer¿s blood glucose level was not impacted (145 mg/dl). Contact stated that the customer's finger became cut on the cracked touchscreen, but that the cut did not require medical intervention and would be treated without additional assistance. The customer reverted to manual injections for insulin therapy.